Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported "the guide wire in the packet kept getting stuck in the vein upon retrieval when railroading the cvp catheter inside the vein. The guide wire was pulled out upon unsuccessful insertion and was bent. Another cvc was opened." No patient harm reported. The patient's conditon is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the guide wire in the packet kept getting stuck in the vein upon retrieval when railroading the cvp catheter inside the vein. The guide wire was pulled out upon unsuccessful insertion and was bent. Another cvc was opened." No patient harm reported. The patient's condition is reported as fine.